Event description:
There were no stickers in the package. There was not a patient involved in this event.

Manufacturer narrative:
It was not necessary to return the device to the MFR. An investigation was performed and below are the results. The subject lead went into "finished goods inventory" (fgi) on 2/8/96 and was shipped on 2/21/97. The "document change notice" which instructed the application of the extra labels did not require rework of any product already in fgi. The extra labels that are now included are verified in the boxing area, thus this device had already gone through this process.